Event description:
Customer states that he had a hypoglycemic event when using his aviva meter. Customer took his prescribed novolog insulin at noon, and around 3 pm began to feel shaky and sweaty. He checked his blood glucose on his aviva meter and obtained a reading of 161 mg/dl. He then used his brother's aviva meter about 15-30 minutes later and obtained a reading of 49 mg/dl or 53 mg/dl. Customer was having trouble talking after testing on the brother's aviva meter, and had his wife give him a peanut butter and jelly sandwich. Customer stated that he felt better about 15- 20 minutes later and checked his blood glucose again on his meter and obtained a reading of 101 mg/dl. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.